Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to the pressure regulating balloon (prb) placed in the inguinal canal needed to be removed due to unknown reason. All the components were removed and replaced with a new aus system. No information about the patient's outcome was provided. Additional information received. The prb was removed due to it migrated. The patient presented recurring incontinence. The patient had a good outcome with no further complications.